Event description:
Information was received from a consumer via family friend regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that wires 3 and 4 were disconnected and they had a return of symptoms. It was noted that the stimulation was currently on and the programmer was showing program 2. They were aware to decrease stimulation if it became uncomfortable. It was further reported that the patient was wetting the pads more than they should be. It was indicated that when she was going out walking she was having bowel movement (bm) accidents. She had been having bm and she did not even know it. It was noted that having the bm and not knowing about it was something new. The caller stated that they were told by the doctor that the 3 and 4 disconnected wires or leads had come lose or are disconnected or something. It was also mentioned that the patient had stroke sometime around 2001 and her memory was getting worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.